Event description:
Patient presented at follow-up with an alert indicating possible output circuit damage. Technical services noted the possibility of a problem with the rv lead. The charge was not able to be discharged resulting in damaged circuitry. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. Analysis noted abrasions through the outer insulation at 17.9cm to 18.5cm exposing the cable filars and melted. The outer insulation was abraded as a result of friction between the lead and ICD.